Event description:
The customer reported that the scope¿s image goes green when plugged in. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found scopes image was green. In addition it was found that the objective frame had dents on the distal edge, there were minor dents on the outer tube, and there were minor stains under light guide cover glass. It was also found that there were cracks on the side of the video connector, an e104 fog free function error and that the serial ring was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to improper user handling. Olympus will continue to monitor field performance for this device.